Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video gastroscope eg29-i10. In the event reported, it was stated that the image disturbance during warming. The anomaly was detected in the workshop during inspection. There was no adverse event reported with this complaint. No additional information was provided this complaint.